Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system was not saving pt images (data loss). There is no report of injury or death associated with this event.